Manufacturer narrative:
This report is submitted on september 06, 2021.

Event description:
Per the clinic, the patient was treated with topical steroid (date and duration not reported) due to healing issues at the abutment site. The implanted device remains.